Event description:
This spontaneous device case, reported by a consumer, concerns a female patient. The patient medical history included: nerve problems. Concomitant medications included: insulin glargine for unknown indication, and an unspecified medication for nerves. The patient received insulin lispro (humalog mix 25), subcutaneously, 32 iu in the morning and 26 iu at night, indication of use and start date not provided. In 2008, unknown time after the beginning of the insulin lispro via the humapen ergo teal/clear pen body (lot 40271) with a clear cartridge holder attached (lot unknown), the patient experienced hyperglycemia. The patient stated that her glucose levels were not being controlled for two weeks. According to the patient, her physician told her that the hyperglycemia was related to the insulin lispro, and that the pen needed to be changed. The patient also mentioned that the humapen ergo teal/clear pen body was not working correctly, and that was why she could not received the complete dose of insulin. As a corrective treatment, the patient was hospitalized for three days, and remained there until her glucose levels were controlled. The patient recovered, and the insulin lispro treatment was continued. This humapen ergo teal/clear pen body with a clear cartridge holder attached is associated with the device. It was not informed who operated the device but the operator was trained by a physician. It was unknown how long this device model had been used. The reported device had been used for one to two years. The device was returned to the manufacturer. It was unknown if the humapen ergo unknown pen body type was continued or if it was switched by other device. The insulin lot number and expiration date were not provided. Attempt to follow-up. Update 23-sep-2008: additional information was received from the initial reporter on 17-sep-2008. Initial and follow-up reports were processed together. Update 02-oct-2008: additional information from quality control on 01-oct-2008: changed the device from humapen ergo unknown pen body (lot 40271) to humapen ergo teal/clear pen body (lot 40271) with a clear cartridge holder attached. Added the material received on date as 17-sep-2008. Changed the improper use field from no to yes. Changed the trained user field from unk to yes. Added the device age as 1 to 2 years. Filled out the EU/ca button. Added the pc number. Changed to preliminary comments to investigation in progress. Update corresponding fields and narrative.

Manufacturer narrative:
Investigation in progress. Notes: this is an initial. A follow-up report will be submitted when the final evaluation is completed.